Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and poor r-wave sensing. The patient was subsequently brought to the clinic for a comprehensive review and troubleshooting of the lead. During the assessment, r-wave sensing values ranged from 1.6 to 3.8 mv (milli-volts), with an impedance measurement of 500 ohms. Additionally, there was no rv capture observed in either bipolar or unipolar configurations, even at maximum outputs. The patient also reported experiencing chest pain during this troubleshooting process. Following this, a chest x-ray was conducted, which confirmed rv lead perforation, leading to the decision to explant the lead. A new lead was successfully implanted. No additional adverse patient effects were reported.